Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had calibration issues. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed. A product sample was received for evaluation. Visual and functional testing were performed. The smiths medical seal was found to be missing. Review of the event log found no errors related to the reported problem. The device passed functional testing including calibration test. The reported problem could not be duplicated and the root cause could not be determined. The digital storage oscilliscope sensor was replaced as a preventative measure.